Manufacturer narrative:
Product analysis: the closurefast catheter (clf) was returned loosely inside a previously opened clf box. No ancillary devices or images from the procedure were received with the device. No issues identified in the catheter connector and no kinks were noted along the catheter shaft. The fep layer that surrounds the heating element/coil was observed to consist of bubbling/melted/burnt along the mid-section of the heating element/coil. A bend was also noted at the effected middle section of the element/coil. Microscopic examination revealed that the fep layer had resulted in bubbling/melting/burnt which is consistent with over exposure to heat. The black substance is mostly likely dried blood. There were sections of exposed coil observed which is consistent with the device overheating causing the fep layer to melt resulting in exposed coil. The catheter connector was plugged into the resistance tester to perform continuity/resistance and connected to rfg for functional testing; the catheter was tested according to the test parameters, test methods and acceptance criteria. All 4 tests passed as per acceptance criteria. The catheter was connected and recognized by both the rfg3 and rfg2 lab generator when plugged in. When the temperature rose to 120 c, the device completed the cycle without an advisory message being seen. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use closurefast ablation device along with radio frequency generator during procedure to treat the great saphenous vein (gsv). General anesthesia and an unknown compression were used. It unknown if the lumen was flushed. IFU was followed. A guidewire was used for the insertion of the catheter. It was reported that temperature variation during the procedure. Physician could not quite keep the temperature in the groin. Even with a lot of pressure and withdraw, the 120°c could not be maintained. After 4 cycles the catheter then broke. A new catheter was opened. The rest of treatment was then distal without complications. Patient is fine. When pulling out the first catheter used, a length of approximately 4 cm completely black noted. Physician then cleaned it up and pulled the lock over it. Second catheter used without complications and the catheter came without any black part. Physician used the same catheter to complete the procedure. There was no patient injury.